Manufacturer narrative:
The returned device was evaluated and in the case description, the user mentioned that they received a reset clock alarm, which then told them to deactivate the attached pod, but when they complete the process the pdm sends them to the reset clock screen again and tells them to deactivate the attached pod again. A pdm reset clock alarm was generated when the returned device was powered on during the investigation. The date and time were able to be entered; however, the settings were unable to be saved due to a message stating "resume insulin - you must resume insulin after changing the date, time, or time zone". The pdm was unable to communicate with the pod that the customer used last with the device, and the pdm is unable to disconnect the pod. Due to this issue, the remainder of the investigation is unable to be completed. Investigation of the returned device confirmed the reported event. The exact cause of the dash pdm software failure could not be conclusively determined.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 250 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) had been stuck looping with commination errors. The patient had reported symptoms of being thirsty, hyperglycemia and vomiting. The patient removed the pod from the infusion site prior to going to the hospital. Once at the hospital the patient was treated with intravenous fluids and insulin. The patient was discharged from the hospital after a week.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.